Event description:
It was reported in clinic that the patient's atrial lead exhibited noise. The atrial lead remains unaddressed and will continue to be monitored. The patient was in stable condition.